Event description:
On (B)(6) 2015, a customer reported an unexpected negative result on kell antigen screening when testing a donor sample on the galileo neo.

Manufacturer narrative:
A service call was made. The reagent probe was replaced. The customer tested the 10 samples using the kell assay and all samples gave the expected results.